Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The screwdriver tip broke off while removing the screw.

Manufacturer narrative:
The reported event could be confirmed with the provided image in which we can see that the tip of screwdriver is broken. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The screwdriver tip broke off while removing the screw.